Event description:
Md attempted to deploy icast stent 5/22/80cm into right renal artery and stent failed to fully deploy. Md able to position stent and all devices and instrumentation removed from pt. No injury assessed to pt.